Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have liquid damage and fluid contamination all throughout the printed wiring assembly (pwa) board and motor. The cause of the customer reported problem was the contamination all throughout the pwa board and motor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative determined the pump was beyond economical repair.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was visible fluid damage and an error code 41100. There was no patient involvement.